Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date in 1998. Subsequently, patient underwent a revision procedure on (B)(6), 2013 due to dislocations and instability. During the seating of the liner it was discovered it was not compatible with the cup in the patient. As a result a competitor's cemented liner was implanted to complete the procedure.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." And "the surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery."this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01048 & 01052).